Event description:
It was reported via phone call, that the customer was hospitalized 3 years ago due to low blood glucose levels. No additional information on the hospitalization was provided. Customer's most recent blood glucose level was 321mg/dl. Unable to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.